Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed discrepancies in the rt. Angle power extension cable. The wires leading into the male side of the connector jack were exposed through the broken insulation. The problem of frayed power connector plug was confirmed.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(4) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.